Manufacturer narrative:
Citation: rommens et al.. Leadless pacemaker tine fracture and dislodgement in infective tricuspid valve endocarditis: a case report. European heart journal - case reports 9(11) 2025. 10.1093/ehjcr/ytaf480 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 37 year old male patient that underwent 6 weeks of antibiotic treatment due to s.aureus infective endocarditis of the tricuspid valve. Subsequently, the patient then received a mosaic bioprosthetic valve replacement in the tricuspid position. Greater than 5 days post implant of the bioprosthetic valve, the patient developed persistent third degree atrioventricular block, requiring the implant of a leadless pacemaker. A follow-up appointment 2 months later confirmed the pacemaker to be functioning properly with stable electrical parameters. Then, 3 months later, the patient was admitted to the hospital for cardiogenic and septic shock. An electrocardiogram discovered junction rhythm and signs of non-capture. The leadless pacemaker was interrogated, and confirmed non-capture. A chest x-ray discovered the leadless pacemaker had dislodged with tine fracture. A transthoracic echocardiograph (tte) also discovered a large vegetation on the bioprosthetic valve. Blood culture confirmed s.aureus infection once again, as the patient confirmed they had a relapse in intravenous drug use (ivdu). The patient was then deemed ineligible for intervention due to septic and cardiogenic shock, as well as on-going drug abuse. Palliative care was initiated, and the patient died 6 days l ater. No further information pertaining to medtronic products was noted.